Event description:
The customer's neighbor reported that the customer received an error message on their precision xtra meter. The neighbor also indicates that the customer lost consciousness, had symptoms of low blood sugar, and called the paramedics. However, the neighbor also states that the customer was diagnosed with severe hyperglycemia and that he was treated at the hospital and given insulin. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.